Event description:
The customer indicated that a fire started and the patient's neck and chest were burned. No further inforamtion was available at that time. It was learned in 04/2002 that the patient's burns required hospitalization and a plasic surgeon consultation had been ordered. The burns apparently occurred from a fire that was created from oxygen accumulation.